Event description:
This spontaneous case was reported by a consumer and describes the occurrence of headache ("headache") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion medically important), thyroid disorder ("thyroid problem"), myalgia ("muscle pain"), fatigue ("fatigue") and adverse event ("gynaecological problems"). At the time of the report, none of the events had resolved. The reporter considered adverse event, fatigue, headache, myalgia and thyroid disorder to be related to essure administration. The reporter commented: reporters' seriousness for all events is recorded as intervention required. It is stated that, essure was marketed in france for 15 years, these devices have caused serious side effects in 870000 women. Some of have had their uterus removed. Source document - two patients. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) headache [headache] , thyroid problem / thyroid nodule [thyroid nodule] , muscle pain [muscle pain] , fatigue [fatigue] , gynaecological problems [adverse event nos], joint pain [joint pain] , electric shocks [electric shock] , sjogren syndrome (mouth and eyes) [sjogren's syndrome], eczema [eczema] , memory disturbance [memory disturbance] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-apr-2024. The most recent information was received on 07-may-2025. This spontaneous case describes the occurrence of headache ("headache") in a female patient who had essure inserted (lot no. He0119u) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 396 days after essure insertion, she experienced headache (seriousness criterion intervention required), thyroid mass ("thyroid problem / thyroid nodule"), myalgia ("muscle pain"), fatigue ("fatigue"), adverse event ("gynaecological problems"), arthralgia ("joint pain"), electric shock ("electric shocks"), sjogren's syndrome ("sjogren syndrome (mouth and eyes)"), eczema ("eczema") and memory impairment ("memory disturbance"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. The reporter considered adverse event, fatigue, headache, myalgia and thyroid mass to be related to essure administration. No causality assessment was received for essure with regard to arthralgia, electric shock, sjogren's syndrome, eczema or memory impairment. The reporter commented: reporters' seriousness for all events is recorded as intervention required. It is stated that, essure was marketed in france for 15 years, these devices have caused serious side effects in 870000 women. Some of have had their uterus removed. Source document - two patients. Patient's current status: symptoms persist despite the removal of the essure implants. Actions taken to treat the patient at the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. The most recent follow-up information incorporated above includes data received on: 07-may-2025: new events joint pain, electric shock, sjogren syndrome, eczema & memory syndrome were added. Event outcome updated to not recovered not resolved. Additional reporter updated. Lot number added. Patient date of birth updated. Essure insertion & removal dates are added. Further company follow-up with the reporter is not possible. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) headache [headache], thyroid problem / thyroid nodule [thyroid nodule], muscle pain [muscle pain] , fatigue [fatigue] , gynaecological problems [adverse event nos], joint pain [joint pain] , electric shocks [electric shock] , sjogren syndrome (mouth and eyes) [sjogren's syndrome], eczema [eczema] , memory disturbance [memory disturbance] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-apr-2024. The most recent information was received on 15-may-2025. This spontaneous case describes the occurrence of headache ("headache") in a female patient who had essure inserted (lot no. He0119u) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 396 days after essure insertion, she experienced headache (seriousness criterion intervention required), thyroid mass ("thyroid problem / thyroid nodule"), myalgia ("muscle pain"), fatigue ("fatigue"), adverse event ("gynaecological problems"), arthralgia ("joint pain"), electric shock ("electric shocks"), sjogren's syndrome ("sjogren syndrome (mouth and eyes)"), eczema ("eczema") and memory impairment ("memory disturbance"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. The reporter considered adverse event, fatigue, headache, myalgia and thyroid mass to be related to essure administration. No causality assessment was received for essure with regard to arthralgia, electric shock, sjogren's syndrome, eczema or memory impairment. The reporter commented: reporters' seriousness for all events is recorded as intervention required. It is stated that, essure was marketed in france for 15 years, these devices have caused serious side effects in 870000 women. Some of have had their uterus removed. Source document - two patients. Patient's current status: symptoms persist despite the removal of the essure implants. Actions taken to treat the patient at the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-may-2025: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of headache ("headache") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion medically important), thyroid disorder ("thyroid problem"), myalgia ("muscle pain"), fatigue ("fatigue") and adverse event ("gynaecological problems"). At the time of the report, none of the events had resolved. The reporter considered adverse event, fatigue, headache, myalgia and thyroid disorder to be related to essure administration. The reporter commented: reporters' seriousness for all events is recorded as intervention required. It is stated that, essure was marketed in france for 15 years, these devices have caused serious side effects in 870000 women. Some of have had their uterus removed. Source document - two patients. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.